Event description:
The user sustained a needle stick while attempting to remove the device protective cover. No medical intervention was required.

Manufacturer narrative:
H.6: conclusion code 67: no conclusion can be drawn at this time.